Event description:
On 7 may 2026, it was reported by an arthrex employee via email that two (2) ar-8933v-16s low profile va locking screw, 3 x 16 mm, ti, sterile were not locking into the hole. This was discovered when using a posterolateral distal fibral plate where a pilot hole was drilled in the nearest hole to the distal 3.0mm screw using a val guide and drilling with a swiveling motion to avoid the fracture line. The procedure was terminated without inserting a screw into these holes. It was reported that in this condition, there were no critical problems with the fixation strength, so no further surgery is planned. There was no patient harm, no detailed information of the type of the surgery, no surgery delay reported. There was also no additional anesthesia administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.